Event description:
It was reported that during a ptca/stenting treatment procedure, difficulties were encountered with the express2 monorail coronary stent system. The lesion being treated with a calcified, 80% stenotic lesion in the proximal right coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a 6 fr launcher guide catheter and a .014 choice floppy guide wire to cross the lesion. The express2 coronary stent system was being advanced across the right coronary ostium when the stent started coming off the balloon. The physician removed the guide wire, balloon and stent. As the unit was withdrawn through the sheath, the tip of the stent became caught on the tip of the sheath, and the stent dislodged from the balloon. Flouroscopy revealed that the stent had embolized to a peripheral artery in the pt's right leg, and was not able to be retrieved. The pt was asymptomatic during this event. A pt graphix guide wire and a taxus stent were used to complete the procedure. Pt status is reported as 'good'.